Manufacturer narrative:
(B)(4). Date sent: 03/27/2020. D4: batch # t5dy27. Device analysis: the analysis found that one ntlc75 device was returned with no apparent damaged and with a reload loaded on the device. The reload was received fully fired and with the swing tab in the locked position. In addition, a reload (b) was received unfired and with the swing tab in the unlocked position. The device was tested for functionality with the returned reload (b) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unknown. Concomitant medical products: reload: sr75 (lot # t40k6f). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Per photographic evaluation: upon visual inspection of three photos, the following was observed: the first and third photos show a ntlc device from top view with a black reload loaded and the reload appears to be fully fired. The second photo shows a device with halves separated with a black reload loaded and it can be seen fully fired. Also, some staples appear to be on the drivers of reload. Based on the photos review, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that the procedure was a closure of abdominal colostomy where the general surgeon, anesthesiologist, and surgical instructor were present. The medical devices presented failures when using it, so they decide to change them so as not to harm the patient during the surgical procedure. The stapler cut and did not staple. The surgery was delayed by 60-minutes. Manually sutured the tissue. The procedure was successfully completed. The patient was not part of a clinical study. There were no patient consequences.